Event description:
It was reported the radiopaque marker detached in the pt from this introducer sheath during a nephrostomy drainage procedure. No retrieval attempts were made. The procedure was successfully completed with this unit. The pt's condition is good. One accustick system was rec'd, evaluated and retained by this MFR. The radiopaque marker was not returned for evaluation. The engineering evaluation indicated the stiffening cannula was bent in two locations. An approximately one millimeter tear was located at the tip of the sheath. The original site of the radiopaque marker was clearly visualized under 10x magnification. Several scrape marks were noted leading away from the original site of radiopaque marker placement and extending to the tip of the sheath. Co's follow up revealed resistance was encountered during this procedure. This device displayed characteristics consistent with exertion against resistance, a bent stiffening cannula and a torn sheath as well as the scrape marks leading away from the site of radiopaque marker attachment. Co believes continual exertion against resistance, along with pt anatomy, were contributing factors to this event.